Event description:
The complainant reported a 55 year old male patient presenting with myocarditis for impella support. During support, the patient endured an ischemic stroke for which the device was alleged to have a relationship.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.